Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, one hundred and twenty nine episodes of false positive events was observed. It was unable to determine if this was due to undersensing issue. The issue was not resolved and the device is being monitored. Patient was stable. No further information available.

Manufacturer narrative:
Correction - (B)(4).